Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vticmo13.2 implantable collamer lens, -18.00/+2.5/113 (sphere/cylinder/axis), but the lens broke in half during injection into the patients right eye (od). There was patient contact but no injury. The surgeon did not implant another icl lens. Cause of the event was the device.